Event description:
The account alleged that when they engage the left head pedal into brake, it does not lock any of the casters into brake. The other pedals lock all brake casters into brake properly. No injury reported.

Manufacturer narrative:
The account replaced the brake caster hex rod to resolve the issue.